Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed a 02 low flow test step during evaluation at the manufacturer's service center. The technician recommended replacing the device's active exhalation control module (aecm) to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.